Event description:
As reported, per medical records & legal claim: (B)(6) 2006: the patient was diagnosed with a ventral hernia status post a whipple procedure and underwent an exploratory laparotomy, lysis of adhesions, gastrojejunostomy, resection of split thickness skin graft from bowel, placement of feeding tube, ventral hernia repair with implant of a bard/davol sepramesh, advanced skin flap and intraoperative cholangiogram. (B)(6) 2017: the patient presented to the hospital ER with complaints of abd pain, redness and tenderness of lower ventral abd scar and left shoulder pain. Patient had a fever and felt a pull/stretch sensation to her left abd that moved to her mid abd over her whipple scar. (B)(6) 2017: the patient was diagnosed with abd abscess and fistula due to infected mesh (sepramesh) and underwent an incision and drainage of intraperitoneal abscess and partial removal of the bard/davol sepramesh. (B)(6) 2017: the patient presented to the hospital ER with complaints of abd pain and mild bleeding at the fistula site. No surgical intervention was recommended. Patient advised to flush fistula with saline. (B)(6) 2018: the patient presented to hospital ER with complaints of abd pain, dizziness, leg swelling, a fever of 100., nausea, vomiting. And draining of ec fistula. Addendum to document additional medical records provided by the patient's attorney. The patient had multiple, subsequent hospital visits due to infection, chronic pain, fistula, wound care and tpn [total parenteral nutrition] management from (B)(6) 2018 through (B)(6) 2019. On (B)(6) 2020 - the patient was admitted to the gi surgery service. (B)(6) 2020 - the patient underwent an exploratory lap, lysis of adhesions (x12hrs), small bowel resection x2, repair of biliary-enteric anastomosis, blood transfusion with rbcx13, ffp x2, 2.5l albumin, 3l ivf, and 8l ebl. Multiple blood products were removed during this procedure. The wound was left open at this time. (B)(6) 2020 - the patient underwent a washout [of the wound], partial fascial closure, wittmann patch placement and wound vac placement. (B)(6) 2020 - the patient underwent a "subsequent look" laparotomy with peritoneal washout, fascial closure, wound vac placement and placement of an on-q pain pump. (B)(6) 2020 - the patient underwent a CT guided abscess drain. (B)(6) 2020 - the patient underwent percutaneous placement of pelvic drain with return of very thick yellow bilious fluid. As noted in the medical records, the patient continued to have back pain but this was controlled with medication and the patient discharged from the hospital on (B)(6) 2020.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh device may have caused or contributed to the reported event. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Fistula formation is a known inherent risk of surgery and is listed in the instructions-for-use as a possible adverse reaction. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This is an addendum to document additional medical records provide by the patient's attorney. The information provided indicates that the patient has undergone multiple medical/surgical procedures post implant of the sepramesh device including a partial explant on 06/16/2017. There was no mention of the sepramesh device in the medical records provided subsequent to the partial explant. Note in conjunction with the implant procedure the patient also underwent an exploratory laparotomy, lysis of adhesions, gastrojejunostomy, resection of split thickness skin graft from bowel, placement of feeding tube advanced skin flap and intraoperative cholangiogram. Based on medical records provided this patient had a complicated medical / surgical history prior to the mesh implant. It is unclear if these cascading events are directly related to the mesh repair or the patient's preexisting conditions. Per medical records provided during implant the patient also underwent a bowl resection. The warning section of the instructions-for-use states, "the use of any permanent prosthesis in a contaminated or infected wound could lead to fistula formation and/or extrusion of the prosthesis." And "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis. Possible complications include fistula formation." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
As reported, per medical records & legal claim: on (B)(6) 2006: the patient was diagnosed with a ventral hernia status post a whipple procedure and underwent an exploratory laparotomy, lysis of adhesions, gastrojejunostomy, resection of split thickness skin graft from bowel, placement of feeding tube, ventral hernia repair with implant of a bard/davol sepramesh, advanced skin flap and intraoperative cholangiogram. On (B)(6) 2017: the patient presented to the hospital ER with complaints of abd pain, redness and tenderness of lower ventral abd scar and left shoulder pain. Patient had a fever and felt a pull/stretch sensation to her left abd that moved to her mid abd over her whipple scar. On (B)(6) 2017: the patient was diagnosed with abd abscess and fistula due to infected mesh (sepramesh) and underwent an incision and drainage of intraperitoneal abscess and partial removal of the bard/davol sepramesh. On (B)(6) 2017: the patient presented to the hospital ER with complaints of abd pain and mild bleeding at the fistula site. No surgical intervention was recommended. Patient advised to flush fistula with saline. 02/03/2018: the patient presented to hospital ER with complaints of abd pain, dizziness, leg swelling, a fever of 100., nausea, vomiting. And draining of ec fistula. Addendum to document additional medical records provided by the patient's attorney. The patient had multiple, subsequent hospital visits due to infection, chronic pain, fistula, wound care and tpn [total parenteral nutrition] management from (B)(6) 2018 through (B)(6) 2019. On (B)(6) 2020 - the patient was admitted to the gi surgery service. On (B)(6) 2020 - the patient underwent an exploratory lap, lysis of adhesions (x12hrs), small bowel resection x2, repair of biliary-enteric anastomosis, blood transfusion with rbcx13, ffp x2, 2.5l albumin, 3l ivf, and 8l ebl. Multiple blood products were removed during this procedure. The wound was left open at this time. On (B)(6) 2020 - the patient underwent a washout [of the wound], partial fascial closure, wittmann patch placement and wound vac placement. On (B)(6) 2020 - the patient underwent a "subsequent look" laparotomy with peritoneal washout, fascial closure, wound vac placement and placement of an on-q pain pump. On (B)(6) 2020 - the patient underwent a CT guided abscess drain. On (B)(6) 2020 - the patient underwent percutaneous placement of pelvic drain with return of very thick yellow bilious fluid. As noted in the medical records, the patient continued to have back pain but this was controlled with medication and the patient discharged from the hospital on (B)(6) 2020. Addendum per attorney and patient's death certificate: attorney received information that the patient passed away on (B)(6) 2020 due to hemorrhagic shock, intestinal failure, chronic liver failure and biliary cirrhosis.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh device may have caused or contributed to the reported event. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Fistula formation is a known inherent risk of surgery and is listed in the instructions-for-use as a possible adverse reaction. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This is an addendum (#1) to document additional medical records provided by the patient's attorney. The information provided indicates that the patient has undergone multiple medical/surgical procedures post implant of the sepramesh device including a partial explant on (B)(6) 2017. There was no mention of the sepramesh device in the medical records provided subsequent to the partial explant. Note in conjunction with the implant procedure the patient also underwent an exploratory laparotomy, lysis of adhesions, gastrojejunostomy, resection of split thickness skin graft from bowel, placement of feeding tube advanced skin flap and intraoperative cholangiogram. Based on medical records provided this patient had a complicated medical / surgical history prior to the mesh implant. It is unclear if these cascading events are directly related to the mesh repair or the patient's preexisting conditions. Per medical records provided during implant the patient also underwent a bowl resection. The warning section of the instructions-for-use states, "the use of any permanent prosthesis in a contaminated or infected wound could lead to fistula formation and/or extrusion of the prosthesis." And "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis. Possible complications include fistula formation." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum #2: this is an addendum to the previously submitted initial emdr and semdr #1. This supplemental emdr #2 is submitted to report patient death based on the death certificate provided. Based on the information provided, the initial determination remains the same. Medical records previously provided indicate this patient had a complicated medical / surgical history prior to mesh implant. Per the death certificate, the patient passed away due to hemorrhagic shock, intestinal failure, chronic liver failure and biliary cirrhosis. It is unclear if the patient's medical course is directly related to the mesh repair or the patient's preexisting conditions. Should additional information be provided, a supplemental emdr will be submitted.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh device may have caused or contributed to the reported event. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Fistula formation is a known inherent risk of surgery and is listed in the instructions-for-use as a possible adverse reaction. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
As reported, per medical records & legal claim: (B)(6) 2006: the patient was diagnosed with a ventral hernia status post a whipple procedure and underwent an exploratory laparotomy, lysis of adhesions, gastrojejunostomy, resection of split thickness skin graft from bowel, placement of feeding tube, ventral hernia repair with implant of a bard/davol sepramesh, advanced skin flap and intraoperative cholangiogram. On (B)(6) 2017: the patient presented to the hospital ER with complaints of abd pain, redness and tenderness of lower ventral abd scar and left shoulder pain. Patient had a fever and felt a pull/stretch sensation to her left abd that moved to her mid abd over her whipple scar. On (B)(6) 2017: the patient was diagnosed with abd abscess and fistula due to infected mesh (sepramesh) and underwent an incision and drainage of intraperitoneal abscess and partial removal of the bard/davol sepramesh. On (B)(6) 2017: the patient presented to the hospital ER with complaints of abd pain and mild bleeding at the fistula site. No surgical intervention was recommended. Patient advised to flush fistula with saline. On (B)(6) 2018: the patient presented to hospital ER with complaints of abd pain, dizziness, leg swelling, a fever of 100., nausea, vomiting. And draining of ec fistula.